Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information that the patient alleging smoke smell and a burnt rubber smell permeating from her machine, worsened her asthma and choke at night while using it. There was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The device has not been returned to the manufacturer. At this time, no further investigation can be performed at this time. If any additional information is received, a supplemental report will be filed.

Manufacturer narrative:
In the previous report the manufacture captured type of reportable as serious injury and pms decision changed and updated in this report box b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous report) box b2 was corrected to blank. (Previously, it was other serious or important medical events.) Box h1 type of reportable event changed from serious injury to product problem. Box h6: health impact grid was updated.